Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air aspirated. When the dilator was removed and the catheter was inserted, air continued to be aspirated endlessly from the sheath, so it was replaced. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection found a kink near the distal tip of the shaft. This condition of the shaft was not mentioned in the complaint summary and is unlikely to have contributed to the reported allegation, indicating it must have occurred during storage or transportation. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air aspirated. When the dilator was removed and the catheter was inserted, air continued to be aspirated endlessly from the sheath, so it was replaced. The procedure was completed successfully without patient complications. The device is expected to be returned.